Manufacturer narrative:
It was reported that the clinical management is completed and no further issues were reported. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced thickened skin around the abutment. The patient underwent revision surgery on (B)(6) 2012, to remove the excess skin and was equipped with a long abutment during the same surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.